Event description:
It was reported that, "pt had revision cup and head done 4 days before. Pt dislocated, implants replaced."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR as hosp will not release explants. If add'l info becomes available then it will be submitted in a supplemental report.